Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to h6: type of investigation. Corrections to component code, investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed calcification and mild tortuosity of the patient's access vessels. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of frame damage was unable to be confirmed due to the unavailability of relevant imagery or product return for evaluation. Per the training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2cm while advancing the thv/delivery system.'' In this case, the patient's access vessels had presence of calcification. The presence of calcification can create a challenging pathway during delivery system advancement, leading to resistance. As reported, ''there was strong resistance during delivery system insertion. The valve was stuck at proximal of dryseal.'' Excessive force was likely applied to overcome the resistance encountered during advancement through the difficult anatomy, which may have caused interaction between the crimped valve and the non-edwards sheath (off-label operation), potentially leading to distortion of the frame at the inflow side as reported. As such, available information suggests that patient factors (calcification) and/or procedural factors (high push force, off-label operation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. There was strong resistance noted when the 26mm commander delivery system (ds) was inserted into the non-edwards introducer sheath, and the valve became stuck at the proximal of the sheath. With lipid emulsion, the ds was pushed further and successfully inserted. Valve alignment was executed at a straight section of the descending aorta, but the valve appeared distorted per fluoroscopy. The physician checked the valve from multiple angles and decided to proceed. During the valve inflation, the valve frame at the inflow side was found to be distorted. Despite this, the valve was successfully inflated and the hemodynamics were stable. The valve was confirmed to be functioning normally per echocardiogram. The procedure was completed.

Manufacturer narrative:
The investigation is ongoing.